Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse confirmed/replicated the reported issue and replaced the universal surgical manipulator (usm). Following service, the system was tested and verified as ready for use. Isi has received the usm for evaluation, however, at this time, evaluation is not yet complete. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. No image or video was provided for review. Event verification via logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system# (B)(4) matching the documented event details. The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation. This complaint is being reported because field service engineer (fse) investigation confirmed the customer reported complaint that occurred during procedure, was not resolved, and usm2 was replaced. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pediatrics surgical procedure, the system displayed a reoccurring recoverable fault 23062 on universal surgical manipulator (usm) 2 axis 6. The clinical sales representative (csr) contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) on the customer's behalf. The tse reviewed the system event logs and identified errors 23062 pointing to usm 2 axis 6. The csr indicated that the site continued with the procedure with 3 usms. The procedure was completed with no reported injury. Isi followed up with the initial reporter on 20-oct-2022 and obtained the following additional information: the system functionality was checked upon powering on the system and no issues were observed. The reporter confirmed no error occurred when the system was powered on. It was clarified that due to the procedure type and the surgeon's preferences, the customer used 3 arms from the beginning. The second arm which gave the error was not disabled at all. The procedure was completed successfully with 3 arms. The hospital declined to provide patient related information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported failure. However, the error was confirmed via error logs/system logs. The unit was tested on an in-house system and passed normal mode. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and passed lissajous, sensors check, sine cycle, carriage sine cycle, chipencoder virtual absolute (cva), and friction test. After further investigation, fluid intrusion was found in the carriage.